Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified, mildly tortuous circumflex artery. During loading of an unknown balloon catheter on the proximal end of the guide wire, the yellow coating [identifier] lifted, causing small pieces to come off the identifier. No resistance was noted when loading the balloon catheter on the guide wire. The physician commented that this could have led to something more severe if some of the pieces were to 'float' distally in the vessel. The guide wire was still used to treat the patient successfully. No patient adverse effects were reported. No clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Damage to the guide wire identifier can occur due to, but not limited to, interaction with another device, identifier marker not shrunk to proper size, material used in manufacturing, tubing post shrink dimension and/or identifier marker not processed. In this case, the guide wire was not returned which may have aided in the evaluation. A review of the lot history record for the reported lot revealed no associated nonconforming material records. A query of complaint handling database for the reported lot was performed and revealed no other incidents reported for guide wire identifier separation into pieces for this lot. There is no product deficiency for this issue.